Event description:
Customer reportedly obtained results of 380mg/dl and 180mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect test system, however, caller states strips are unavailable for return. No information provided to indicate where comparison occurred. Advantage test system: meter, strip lot 549431, exp 1/31/08, cat/04388208001.

Manufacturer narrative:
Suspect device: comfort curve test strips.